Event description:
A cartridge alarm was reported by the caller, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer used a backup insulin pump, and technical support sent a replacement pump. They confirmed the customer¿s shipping address and provided instructions for returning the problematic pump to tandem. Additionally, guidelines for using the storage mode and steps following receipt of the replacement pump were given and acknowledged by the customer.